Event description:
A vns implanted patient reported that she needs an MRI of her spine and hip. The patient has not had her vns checked in over 4 years and that it "is not working." Thus far no further information has been attained.